Manufacturer narrative:
Product explanted. Distributor stated that the cause of disassociation was a fracture of the tab. Implant was not returned to confirm the fracture.

Event description:
Disassociation of the radial rhead lateral implant from the head from the stem. Head was explanted and replaced.